Event description:
Suture failed we opened 2 pro style percloses both failing. No patient harm occurred another was opened to complete the case. Vendor notified. Manufacturer response for suture device, perclose prostyle (per site reporter).